Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their (B)(6), male, client, used fixodent denture adhesive, version unk and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, neuropathy, excess zinc, copper depletion, hypocupremia. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.